Event description:
It was reported that the device collected approximately 300 ml of blood. At this point, the nurse checked the device and the motor was not working. The collected blood was able to be re-infused, and there were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was disposed of at the account. The device history record cannot be reviewed, as the lot number was not provided. If additional info is received, a follow up report will be filed.